Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds causing premature battery depletion. The implantable pulse generator (ipg) was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.